Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the evis lucera gastrointestinal videoscope had foreign material in the suction channel. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the channel cleaning brush and forceps could not be inserted well due to blockage of the channel tube; the gap in the up/down knob was out of standards due to worn angle wire; the up/down knob was not fixed well due to deformation of the forceps elevator lever; insertion was not working due to blockage of the channel tube; the water quantity was out of standards due to blockage of the nozzle; the condition of the light guide bundle was not good; there was a gap at the adhesive part; the color of the tube was changed; the suction cover was deformed; and the electrical connector was corroded and foreign material was in the channel the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the device prior to use in the section labeled "preparation and inspection_ inspection of the suction function" of the operator's manual: "reprocessing manual_ cleaning, disinfection, and sterilization procedures_ precleaning warning:if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Aspirate detergent solution. Manually cleaning the endoscope and accessories: brushing the channels; aspirating detergent solution into the instrument channel and the suction channel; flush the air/water channel with detergent solution; removing detergent solution from all channels". Olympus will continue to monitor field performance for this device.